Event description:
It was reported that, during a rectal procedure, a device exhibited excessive sticking and kept getting dirty after a short time. It was further reported that the team struggled to complete the procedure with the first device and opened a new device. The second device stuck less but still more than usual. It was applied on tissue when the issue occurred but was able to be removed after being pulled. After a period of use, the device was reported to not cut sufficiently, and the procedure was completed. The handpieces were cleaned very often many times. The knife blade did not extend nor protrude beyond the edge of the jaws. The device was plugged into a generator with software version 5.0, and another device was reported to have been used successfully with this generator. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: lf1937, jaw lap lf1937 ligasure maryland 37cm (lot#53500241x); vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.